Manufacturer narrative:
Examination of the reported devices by depuy international finds no related product problem associated with the reason for revision. Review of provided patient x-rays by depuy international was unable to conclusively confirm root cause. Review of device history records finds no related manufacturing deviations or anomalies. A search of the complaints databases finds no other reports against the provided product and lot code combinations since their release to distribution. Previous investigation into enduron liner wear was completed in 2010 and in reference to the wear found with the provided sample, the wear was found to be acceptable. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
On (B)(6) 2010, surgeon diagnosed a polyethylene wear with an implied osteolysis at trochanter major. On (B)(6) 2010, fatigue fracture of trochanter major. The inlay is yellow and shows an extreme wear.